Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use, and nothing was noted as out of the ordinary. The customer was cutting while the issue occurred and was in use for 5 minutes prior to the issue's occurrence. The instrument did not collide with any other instruments or hard material. The instrument was not removed before breakage. The staff did not feel resistance during the removal of the instrument through the cannula and no damage was noted to the cannula. The fragments were removed with a visual aid from the screen and all fragments were confirmed to be removed. No additional surgical procedures were performed. Post-operative tests were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Inspection found the instrument blade broken at the midpoint. A piece approximately 0.084" x 0.378" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. A review of an image provided by the customer of the instrument was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image appears to show the instrument with a detached blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have a fractured blade. A fragment from the instrument fell inside the patient and was retrieved during the same procedure. The customer used a spare instrument to complete the procedure robotically.